Event description:
Hcp reported pt experienced an infection approx 7-10 days post trial implant and is now a paraplegic. The status of the device is unk. Follow up report will be sent when add'l info is received.